Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l2. Intraoperatively, the monomer was poured into the cement mixer. As the cement was mixed, a piece of tan glass was noticed in the cement. The glass fragment was removed from the cement and the cement was used in the patient. There were no patient complications and no patient symptoms associated with the event reported. Reportedly, there was no fragment remaining in the patient. No further information was reported.

Manufacturer narrative:
Evaluation summary: one monomer vial and the mixer handle were returned for evaluation. Visual inspection indicated: the monomer vial was broken at the neck. A piece of the monomer vial's glass "chip" was stuck in the hard cement mixture on the mixer handle. Conclusion: the returned product evaluation indicated the piece of glass "chip" is in contact with the cement. Follow-up with company representative.